Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The patient was reported to be a kihn patient. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the peritonitis was manifested by abdominal pain and cloudy effluent. Treatment for the event was not reported. The patient was discharged from the hospital fifteen days after hospitalization and was reported to have recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.